Event description:
The facility's employee health department verified that the injured employee returned to full-time work with no sustaining injuries.

Manufacturer narrative:
A steris account manager conducted an in-service training for hospital personnel on september 22, 2010.

Event description:
The user facility reported that an employee injured his hand while trying to free a wash manifold from their reliance synergy and the scs single unload module before the unload cycle had completed. It was initially reported that the employee received lacerations on one hand and bruising on the other. When later contacted to obtain additional information, the facility reported that the employee received contusions and fractured the fourth finger on the left hand.

Manufacturer narrative:
A steris field service representative inspected the synergy washer and scs single unload module and found that both functioned properly and the reported incident could not be duplicated. The user facility employees reported that they had not previously experienced the wash manifolds becoming caught during the unload process. The washer and unload devices were returned to service and there have been no additional reported incidents. The manual provides directions on how to prevent jams and injury conveyors, and how to depressurize the conveyor during an emergency situation. The manual also provides a warning of the personal injury hazard to the user's hands and fingers that is present because the unload module conveyor is never turned off unless the conveyor power supply on/off switch or the building circuit breaker is turned off. Steris offered to conduct in-service training and is waiting for a response from the facility.